Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they already set audio options for vibrate only but the insulin pump keeps beeping and the frequency of beep anomaly was all the time. Customer states buttons were neither pressed nor accidentally pressed. Customer reports the notification light was not blinking. Customer states there were nothing nearby that beeps. Customer states the object was none. Customer states they performed a self-test and insulin pump vibrated during the vibrate test portion of the self-test. The device will not be returned for analysis.